Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the t9-l3 construct case the healthcare professionals had to re-register the patient after drilling and tapping. They took a ball-tipped probe to feel the tapped hole and felt it was medial. The trajectory deviated by less than 3.5mm. The navigation looked medial also, so they redid the snapshot and it resolved the navigation issue, but they still re-registered the patient since the arm trajectory was still off. The site got green registration values and proceeded to send the arm to the planned trajectories and the surgeon felt the tapped hole again with a probe and felt it was still off. The patient was fixated using bmb and spinous process clamp. The surgeon aborted use of the system. There was a 45 minute delay. After the case the manufacturer representative ran an advanced accuracy and stress test and they both passed. The representative also confirmed that the built in self test passed prior to the case. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.